Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The startright representative reported that the customer went to the emergency room because her blood glucose was over 500 mg/dl. Customer had no signs of diabetic ketoacidosis and the doctor advised her to change her site. Customer stated that she had forgotten to do so and when she did it, her blood glucose came down. Customer thinks that the spot that she had was not good and that it may have not healed in time. Customer declined a transfer to the helpline since it happened during the first week.